Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and it was discovered that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.